Event description:
During a pfa procedure, there was a leak in the membrane of the sheath. There were no adverse patient consequences.

Manufacturer narrative:
Additional information: b3, b5, e1, g3, h2, h3, h6. An event of a leak was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined.

Event description:
During a procedure, there was a leak in the membrane of the sheath.